Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Gyrus acmi was informed that during a therapeutic endometrial ablation procedure, the cautery cord on the resectoscope came apart. The user facility reported that at the beginning of the procedure that there was smoke which lead to flames that needed to be extinguished. Upon exam, the user facility reported that the cord appeared fatigued just below the strain relief where the cable connector attaches to the resectoscope. No pt injury was reported. The user facility reported that the physician felt a "tingle."